Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the patient¿s nurse reported that on (B)(6) 2013 the pump gave an alarm for ¿low basal rate¿. The nurse reportedly stated there was no record of this alarm in the pump¿s alarm history. The nurse reported that the pump history did show several occurrences of the pump being stopped. The pump history reportedly revealed the pump ¿stopped¿ on (B)(6) 2013 between 13:39 and 13:45 and the patient denied programming that ¿stop¿. The patient¿s reported blood glucose at 12:23 that day was 0.47 g/l without reported symptoms suggestive of hypoglycemia and at 17:00 the bg was 3.08 g/l. These reported bg measurements do not meet animas¿ criteria for a reportable adverse event. The patient reportedly did program one recorded ¿stop¿. The patient stated the pump was intentionally ¿stopped¿ on (B)(6) 2013 from 07:45 to 08:18 due to an undefined hypoglycemic event of unknown origin. No blood glucose measurement for the alleged hypoglycemia was provided. There is insufficient evidence to determine if this is a reportable adverse event. The pump history revealed the pump was ¿stopped again on (B)(6) 2013 at 18:42 and the patient denied programming this ¿stop¿. The patient¿s reported blood glucose measurement at this time was 1.47 g/l. The pump history revealed that there were no records of alarms in the alarm history related to these reported events. Review of the pump history also revealed that the patient did not replace the infusion set on any of these dates. The reported blood glucose measurements do not meet animas¿ criteria of a reportable adverse event. This complaint is being reported because the patient alleged the pump ¿stopped¿ without user intervention on two separate occasions and this allegation was not resolved with troubleshooting.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.